Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed and the audio test failed. The receiver case was opened for further evaluation. An interior inspection found the moisture damage. The reported event of no audio output was confirmed; however, a root cause could not be determined due to moisture damage.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015 to claim no audio output on (B)(6) 2015. There was no report of any injury or medical intervention. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete